Event description:
It was reported that during a cranial procedure the perforator bit did not stop and tore the dura. It was also reported that a replacement perforator bit was available and the procedure was completed successfully.

Manufacturer narrative:
The reason for the serialization starting with 9616696-2013-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. If the perforator bit is returned, an evaluation will be performed and a follow-up MDR will be submitted.